Event description:
(B)(4). Some symptoms may have started before or after this date. Nickel allergy, sharp shooting painstaking pelvic region, extremely painful periods, abnormal periods, ovarian cyst confirmed with ultrasound, scalp irritation, painful teeth, sores to gums and roof of mouth, vitamin d deficiency, night sweats, trouble sleeping, increased depression with suicidal ideation, increased anxiety, extreme fatigue, rage, bruise easily, episodes of extreme skin itchiness, acne. Not to mention the implantation procedure was the most painful and horrific procedure I've went thru in my life. I wish I would have demanded it be stopped.